Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when air flow is set to 10 standard liters per minute (slpm), it read 8.1 slpm. The fse recommended that the customer replace the flow sensor assembly. The customer replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.